Event description:
Customer alleges left wheel fell off, wheels have very light leak, camber is sticking, and footrest clamp set screw will not tighten. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model ta4, (B)(4) is approximately 7 months old. The user manual part number 1110545 rev f (oct-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was in a movie theater when the alleged incident occurred. The left wheel allegedly fell off, causing the consumer to fall out of the chair. The consumer was not injured. He did not seek medical attention. Upon further inspection of the chair, by the dealer, it seems that the wheel was unable to be pushed all the way in to be locked into place. The consumer was having this issue prior to the incident. After the dealer was able to get the wheel on all the way, the wheel would not lock causing it to disengage. Dealer stated that the tubing looked like it was intact and the axle was intact as well. Invacare design engineer stated that the dealer does need to adjust the length of the quick release axle (factory setting within tolerance) in order for the wheel to fit on properly.